Manufacturer narrative:
This supplemental report is being submitted to provide additional information to d3 and the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material likely remained since the reprocessing was not correctly implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual¿ gif-2t240, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿40 series 2 channel scope, chapter 3 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube. There were no reports of patient involvement.